Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was admitted in emergency medical room on an unknown date for diabetes ketoacidosis with high blood glucose of the 400 mg/dl. The current blood glucose was 285 mg/dl. The customer treated high blood glucose with the insulin pump. The blood glucose at the time of the hospitalization was 326 mg/dl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Assisted with performing the high pressure test and passed. Customer's blood glucose at the time od the incident was 51 mg/dl and was treated with food. The customer was also sick. The device will not be returned for analysis.